Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. Upon device inspection the flush tubing was found broken. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the flushing tubing are broken. In addition, we have found a build-up of adhesive in the discharge tube, this build-up does not affect the operation of the device. The catheter flush tubing was observed to better observe the issue. With the help of a uv light, the separation of the flush tubing could be seen. The reported clinical observation of sheath leak was confirmed by the analysis, though the clinical observation of a foreign substance clogging the tubing was not confirmed.

Event description:
It was reported that the catheter exhibited a leak and a white substance clogged the flush tubing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was used. Prior to ablation, the catheter was dripping. During touch-up ablations of the pulmonary veins, the catheter was no longer dripping, and a white substance was clogging the tubing. The catheter was replaced, and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter exhibited a leak and a white substance clogged the flush tubing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was used. Prior to ablation, the catheter was dripping. During touch-up ablations of the pulmonary veins, the catheter was no longer dripping, and a white substance was clogging the tubing. The catheter was replaced, and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.